Event description:
It was reported that during a surgical procedure that the blade broke in half. It was also reported that the shaft remained in the handpiece. It was further reported that there was no pt or user injury and another blade was available to complete the surgery with no delay.

Manufacturer narrative:
The blade subject to this MDR was not returned to the MFR for evaluation. Lot number info was not provided to permit further investigation. The root cause is undetermined.